Manufacturer narrative:
The device was returned to olympus for inspection. The issue was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that the gastrointestinal videoscope had no image and error message e300. There were no reports of patient harm.